Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure to treat esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, after the handle was rotated to deploy the bands, it was noticed that after hearing the distinct click sound, the ligator bands were deployed normally. However, when attempting to deploy the sixth band, it could not be deployed normally. The device was then removed, and it was discovered that the remaining ligator bands were tangled. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a2 (age at time of event), block a4 (weight), block b5, block e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/postal code), and block h11 have been updated based on the additional information received on december 1, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure to treat esophageal variceal bleeding performed on (B)(6) 2024. During the procedure, after the handle was rotated to deploy the bands, it was noticed that after hearing the distinct click sound, the ligator bands were deployed normally. However, when attempting to deploy the sixth band, it could not be deployed normally. The device was then removed, and it was discovered that the remaining ligator bands were tangled. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 1, 2024: it was noted that no difficulty was experienced upon setting up the device.